Event description:
Additional information was received from the patient and a manufacturer representative. It was reported that the high impedance was observed on the day of surgery on electrodes 0, 1, 2, and 3, all >4000 ohms. Loss of stimulation was also reported, the rep stated that the device wouldn't turn up more than 0.1 program on program 5. Normally running at 1.5. The healthcare provider (hcp) observed that the lead originally implanted was buckling at the insertion site and they think that could have been the issue. The patient is a construction worker and highly active. The symptoms reported were pain, discomfort/soreness/pinching/ache/pressure, and worsening baseline symptoms of non-obstructive urinary retention, a return of urinary retention. The patient was admitted (B)(6) to the hospital, surgery took place on (B)(6) 2024 with hcp who did a robotic repair of bladder rupture. Post operation follow-up appointment with the hcp was on (B)(6) 2024 and another hcp (B)(6) and bladder was fixed properly with no issues. Had a foley catheter in. The device wouldn¿t turn up more than 0.1 on program 5. Normally running at 1.5. The cause was stated to be high impedances. The hcp observed that the lead originally implanted was buckling at the insertion site and they think that could have been the issue. The patient is a construction worker and highly active. Additional information stated that the patient was given oral antibiotics for 5 days post op from (B)(6) 2024. Infection subsided. Also had IV antibiotic from (B)(6) 2024. Life-threatening issues. Bladder rupture, acute kidney damage, everything had subsided and cured since surgery, ICU visit (B)(6) 2024, MRI's 2x. Both device and lead were removed and repl aced, impedances were checked by the hcp and interoperability and were good, all (B)(4).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2q844 implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified that the conductors were broken in the body of the lead at or near the tines. Continuation of d10: product ID 978b128, lot# va2q844, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient recently had a bladder rupture and had to have emergency surgery. The caller stated that the patient almost died due to their bladder rupturing. The caller stated that the ins not working is what caused the patient bladder to rupture. They talked with the manufacturing representative (rep) about this in september and the rep, via a call, tested the unit and tried to connect with it, but the technology wasn't working and it wouldn't go past 0.3 on the program. The rep told the patient that their device wasn't working properly and the programs weren't working properly. They were scheduled for a replacement surgery on (B)(6)2024 to have a new device put in. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.